Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only distal portion of a partial lead was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion that breached the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.